Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted within the duodenum of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the patient was diagnosed with pancreatic cancer. The indication for the stent placement was for treatment of stricture within the duodenum. No dilatation was performed prior to the stent placement. The patient's anatomy was not severely tortuous. No visible issues were noted to the device. During the procedure, the stent was advanced into the target lesion and attempted to be deployed within the horizontal portion of the duodenum. However, the physician encountered difficulties in deploying the stent due to the handle detaching from the outer sheath. The stent was able to be fully reconstrained back onto the delivery system and removed from the patient. The procedure was completed with a different stent. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure. Based on the evaluation findings, which indicate that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4) for the evaluation findings of catheter delamination. A visual examination of the returned device noted that the stent was fully mounted. The outer sheath was retracted by approximately 2mm. The distal handle was detached from the blue outer sheath. The clear section of outer sheath was kinked just proximal to the proximal end of the mounted stent. It was possible to partially deploy and reconstrain the stent but not fully deploy it. The shaft of the device was dissected proximal to the mounted stent. The stent was deployed distally through the tip. Examination of the deployed stent found no anomalies. Resistance was felt with the movement of the outer sheath after dissection. The inner shaft was removed proximally from the outer sheath, no anomalies were noted with the inner shaft. The outer sheath was dissected along its length. It was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath between 75mm and 160mm distal to its proximal end. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Although the reported event of stent failed to deploy was confirmed, a definitive root cause for the ptfe detachment could not be determined at this time. Therefore, the most probable root cause is undeterminable.